Manufacturer narrative:
A ge service representative performed an on site investigation. The scsi board and 15 fps scsi disk were evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: customer reported the system froze (would not boot up). Customer was provided a quote for (B)(4) to service the system, but the quote was not accepted. As (B)(4) personnel did not visit the customer site to evaluate the system, a probable root cause could not be determined. The 9600 product was last manufactured in 1998. Customers were informed the (B)(4) products would reach their "end of useful life" at the end of 2007. Failures on systems this long after they had reached their end of useful life are not unexpected and do not represent a malfunction of the system.